Manufacturer narrative:
(B)(4). This is report 2 of 2 associated with this device. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. The iipv was determined not to be due to a defect in the hc cycler. The cause of the iipv found in the log was determined to be caused by insufficient drain due to inappropriate bypass of low drain volume alarm. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. A service history review (shr) revealed that no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2011 during drain cycle 2. The patient's largest prescribed fill volume (lpfv) was 2600 ml and the drain volume was 8314 ml, which met iipv criteria. No patient injury or medical intervention was reported. During a follow up phone call by product surveillance to the home patient (hp) to obtain additional information as requested by the quality engineers regarding the iipvs found during the device evaluation, it was revealed that her ultrafiltrate (uf) ranges from -20 to -300ml. The hp stated that she must have been on the drain cycle for a long time on the day the iipv occurred. Per the hp, she uses one 2.5% and one 4.25% solution concentrations. Per the hp, she did not experience any symptoms or pain on drain. The hp stated that she performs off-cycler exchanges if her uf values fall bellow -100ml. Incidentally, the hp's peritoneal dialysis (pd) nurse was visiting the hp at the time of this call, so this writer spoke with the pd nurse as well. Per nurse, the variability seen in this hp's drain volumes is not normal; however, the nurse added that the hp does not record all the drain volumes. The nurse stated that hp has pre-existing conditions of hypertension, edema, diabetes. Per nurse, hp I snow on a total fill volume of 8000ml. The nurse did not think hp had problems with her catheter, but she suggested that the hp has to start repositioning herself to help drain better. Product surveillance also notified the pd nurse of the iipvs found during the review of the logs. The nurse wondered if these iipvs were related to hp possibly bypassing the drains also and not repositioning to allow drain to flow. No further information was provided. A medical assessment was also performed related to the symptoms reported, and it was determined that since the patient also has a prior history of hypertension and edema, it is unlikely that the hc machine caused or contributed to these issues. There is no serious injury or intervention to prevent such a serious injury related to a baxter device reported in this complaint. This is not a MDR reportable serious injury.